Manufacturer narrative:
The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that involved angio-seal device sheath cap and device cap would not lock together. The procedure in this situation was a diagnostic neurovascular case. Type of procedure performed was neurovascular. Estimated blood loss less than 250 cc. An additional device, access sheath was used. (B)(6) 2023: the concern is that the arteriotomy locator does not lock with the sheath cap.

Manufacturer narrative:
This report is being sent as follow-up no.1 to provide that the actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. ]when the device is returned the complaint will be reopened. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.